Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that during initial deployment the diameter of the stent used was inadvertently undersized for the size of certain parts of the calcified, stenosed and occluded vessel; thus resulting in the reported patient-device incompatibility wall apposition; however this cannot be confirmed. The investigation determined a conclusive cause for the reported patient-device incompatibility wall apposition cannot be determined. As reported, the stent was explanted using a .014 wire and a 7mm snare catheter resulting in the reported stent material deformation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified, stenosed and short segment occlusion of the sfa to the proximal popliteal artery. A 6fr guide catheter placed followed by a .014 command guide was advanced without issue then intravascular ultrasound was performed. A 4.0x40mm balloon dilated the lesion and the guide wire was changed to a .018 non-abbott guide wire with the advancement of 5.5x40mm supera stent. The stent was deployed; however, stent without sufficient expansion and invagination occurred. Therefore, the stent was explanted using a .014 wire and a 7mm snare catheter. A new 5.5x40mm supera stent was placed and post dilatated with a 5x40mm balloon. A non-flow limiting dissection was noted at the proximal portion of the stent; however, after the balloon dilatation it was confirmed, without residual stenosis and procedure completed.

Manufacturer narrative:
G2: literature added. Attachment: article title removal method of a supera interwoven stent invaginated during its implantation in endovascular procedure: a case report.

Event description:
It was reported that the procedure was to treat a calcified, stenosed and short segment occlusion of the sfa to the proximal popliteal artery. A 6fr guide catheter placed followed by a .014 command guide was advanced without issue then intravascular ultrasound was performed. A 4.0x40mm balloon dilated the lesion and the guide wire was changed to a .018 non-abbott guide wire with the advancement of 5.5x40mm supera stent. The stent was deployed; however, stent without sufficient expansion and invagination occurred. Therefore, the stent was explanted using a .014 wire and a 7mm snare catheter. A new 5.5x40mm supera stent was placed and post dilatated with a 5x40mm balloon. A non-flow limiting dissection was noted at the proximal portion of the stent; however, after the balloon dilatation it was confirmed, without residual stenosis and procedure completed.